Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital for a fall. The implanted system was not checked at this time. Two months later, the patient presented for a routine follow-up and multiple episodes of noise oversensing were observed on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) system. The noise oversensing led to pacing inhibition but no periods of asystole greater than two seconds in duration. The most recent noise episode appeared to correlate to a coughing fit that the patient reported. Testing was performed but noise oversensing could not be reproduced. The system was reprogrammed and a revision procedure is expected to be scheduled to replace the rv lead. The ICD and the rv lead remain in service at this time. No adverse patient effects were reported. Additional information was received that a revision procedure was performed and the right ventricular (rv) lead was surgically abandoned. The ICD was also replaced but the physician did not suspect that the ICD was related to the clinical observations. No additional adverse patient effects were reported.